Manufacturer narrative:
The device was returned for investigation purposes, the findings are as follows: jr stapler disposable received and tested: visual inspection was performed, and the cartridge appeared as it was fired, pushers were visible and the knife was in forward position. The handle green safety lock was broken. A different cartridge was attempted to be used on the device, but the cam was stuck and could not be retracted since it was not aligned. The complaint could not be confirmed due to the cam and pusher misaligned so no testing could be performed on the device. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a procedure on (B)(6) 2022 during a surgery the just righ 5 mm stapler was being used as indicated , the stapler made a sound then puncture a structure which caused the patient to bleed. The stapler was placed around the inferior pulmonary vein and when the stapler was released it became clear that the staples had not closed and the stapler had cut a hole in the inferior pulmonary vein which caused the bleeding. Due to this event the emergent gasping and a venotomy was performed , then clips were used to reinforce with a silk tie. The vein was only partially transected and there was some debris from the staple in the body after firing. The patient is a 12 months old male 10 kg. The patient is doing fine. No other information is available.